Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after implant, the patient experienced severe pain, recurrent hernia defects, significant amount of scar tissue, inflammation, lipomatous mass, aponeurosis, mesh excised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of inguinal hernia. It was reported that after implant, the patient experienced severe pain, recurrent hernia defects, significant amount of scar tissue, inflammation, lipomatous mass, aponeurosis, adhesions, mesh migration, mental pain, scarring, permanent impairment, loss of enjoyment of life and defective mesh. Post-operative patient treatment included mesh excised and mesh intervention surgery

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of inguinal hernia. It was reported that after implant, the patient experienced severe pain, recurrent hernias, scar tissue, inflammation, lipomatous mass, adhesions, mesh migration, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, bilateral varicoceles, hydrocele, fibrosis, discomfort, testicular lumps, encapsulated mesh, & nausea. Post-operative patient treatment included mesh excised, mesh intervention surgery, CT scan, & anti-nausea medication.

Manufacturer narrative:
Additional info: h6 (patient codes, ime e2402: varicoceles, hydrocele). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of inguinal hernia. It was reported that after implant, the patient experienced severe pain, recurrent hernias, scar tissue, inflammation, lipomatous mass, adhesions, mesh migration, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, bilateral varicoceles, hydrocele, fibrosis, discomfort, testicular lumps, encapsulated mesh, nausea, and nerve damage. Post-operative patient treatment included mesh excised, mesh intervention surgery, hernia repair with new mesh, CT scan, <(>&<)> anti-nausea medication.